Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the device information for use warns ¿the safety and effectiveness of interceed barrier in laparoscopic surgery or any procedures other than open (laparotomy) gynecologic microsurgical procedures have not been established.¿ to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch hkb7341.

Event description:
It was reported that the patient underwent total laparoscopic hysterectomy on an unknown date and adhesion barrier was used at both sides of open part of retroperitoneum. The device information for use warns that the safety and effectiveness of the device "in laparoscopic surgery or any procedures other than open (laparotomy) gynecologic microsurgical procedures have not been established". The patient was discharged four days post-operatively. Following discharge, the patient experienced fever and escherichia coli was confirmed in intravaginal secretion. The patient received cefmetazole via infusion. Inflammation improved, but ten days post-operatively, the patient experienced abscess at the right retroperitoneal space which was confirmed by CT. Thirteen days post-operatively, the patient underwent a second surgery which may have been laparoscopic. During the procedure, the presence of the device was not confirmed. Adhesion of intestinal canal at vaginal stump and right retroperitoneal space were confirmed and abscess at right retroperitoneal space was also confirmed. Adhesiolysis and removal of abscess were performed and a drain was implanted. The patient was discharged with no reported health problem. The physician opined the incident might have been caused not by the device itself but infection ascending from the vagina. It was reported that it could not be identified whether the device let the infection worsen or the infection was localized due to the device packed in the right retroperitoneal space. Additional information has been requested.